Event description:
It was reported that insulin from the reservoir leaked. It was unable to get further information as customer was fading in and out through out the call, and the call was disconnected. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.